Event description:
Excessive battery discharge was reported. Follow-up will be increased.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event of premature battery depletion was verified in the laboratory. Based on the device's para- meters, a longevity calculation found a lower than expected longevity. The device was sent to an outside laboratory for further evaluation. No anomaly was found. The cause for the premature battery depletion could not be determined.